Event description:
It was reported that the device was suspected of premature battery depletion. The device was explanted and replaced. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead implanted: (B)(6) 2002; 419478 lead implanted: (B)(6) 2006; 30502301 tissue valve implanted: (B)(6) 2001. (B)(4).